Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
An e8 power interrupt error was displayed while the infusion device was in the run mode. It was not possible to clear the error message by pressing the check button twice. Pt reinserted the battery, and the e8 power interrupt error appeared again. The rubber casing of the infusion device was also damaged. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. The infusion device was evaluated, and e8 power interrupt errors were found in the history. The up button was always active due to an external mechanical influence that pressed through the snap dome. This source led to an unclearable e8 power interrupt error. The investigation revealed that this failure was due to mishandling of the product.